Event description:
One endeavor sprint rx drug-eluting stent was successfully implanted during index procedure. One stent (3.50 x 15mm) was implanted to left main and proximal lad. One non medtronic stent was implanted to proximal and mid lad on the same day. Pt was asymptomatic / free of symptoms at 30 day and nine month follow up. Renal anemia was confirmed and treated with drug 6 month post index procedure. One year post index procedure bleeding was observed in stool, pt was transferred to hospital and treated with drug. Investigator was indicated that event was not related to the study stent or study procedures.

Manufacturer narrative:
(B)(4): (gi bleed).

Event description:
Gi bleed caused by stomach cancer which was treated approximately 4 weeks after diagnosis by surgery to remove part of the stomach. Patient was discharged from hospital approximately 3 weeks after the operation.

Event description:
Previously reported gi bleed was treated with surgery. Approximately 43 months post index procedure the patient expired due to stomach cancer. Investigator indicated tat the event was not related to the study device.